Event description:
It was reported that user decided to simulate a patient with lateral position for the treatment of ca colon. During CT acquisition, user selected the actual patient orientation (head first left lateral position) and acquired the CT images. User imported the CT image in focal and contoured as usual. The same was exported to (B)(4) and imported for planning, as it was standalone, user found the contours displaced and was unable to move further. User also found the dicom export to xvi system is also having the same issue. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. This defect will be fixed in a later version.